Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: saline mentor smooth round moderate profile 350cc , catalog number 3501655, serial number (B)(4), lot number 5861177. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The patient noticed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered two rents. Rent a measuring approximately 0.5 cm within a crease on the posterior aspect and rent b measured approximately 1.5 cm on the anterior aspect and it gave no indications as to cause on the microscopic examination. Also several creases were noticed running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 09/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/29/2018, it was reported to mentor that a 53-year-old caucasian female patient who underwent primary breast augmentation with mentor saline devices on (B)(6) 2011 experienced right side device deflation that was observed on (B)(6) 2018 when the patient noticed a decrease in size of her right breast. The patient underwent right side capsulotomy, bilateral removal and replacement with mentor gel implants on (B)(6) 2018. During the procedure it was noted that the left capsule was healthy appearing and thickened, and the capsule on the right was rough with tightening. It was noted that there was very thin tissue bilaterally with minimal subcutaneous tissue between the skin and the implant capsule. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable on 10/29/2018, it was reported to mentor that the soft tissue atrophy was a symptom of capsular contracture on the right breast implant. On 10/29/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered two rents. Rent a measuring approximately 0.5 cm within a crease on the posterior aspect and rent b measured approximately 1.5 cm on the anterior aspect and it gave no indications as to cause on the microscopic examination. Also several creases were noticed running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/26/2018, it was reported to mentor that the date of explantation was (B)(6) 2018. The patient experienced right side capsular contracture. The patient experienced very thin tissue with minimal subcutaneous tissue between the skin and the implant capsule bilaterally. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/26/2018, it was reported to mentor that the patient had undergone removal and replacement with 450cc smooth round silicone implants of unknown type on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the replacement devices were gel mentor memorygel breast implants 450cc. Manufacturer¿s reference number: (B)(4).